Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
Complaint received reports that patients are receiving unintended shock when using ultrasound. Device not received manufacturer at this time. Manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. No further information is currently available at this time.